Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. The customer later reported the battery gauge went up from 60% to 100% without being connected to a power source. The customer's blood glucose was not impacted. Reportedly the customer would continue to use the pump for insulin therapy.